Manufacturer narrative:
Section a2: correction. Section d4 and h4: additional information. Manufactures investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's chronic drive line infection was reported under MFR# 2916596-2019-04978. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2019. The patient was updated to status 3 on the transplant list due to chronic drive line infection with pseudomonas aeruginosa. The device will not be returned. No additional information was provided.